Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Patient called the clinic on (B)(6) 2026 in severe pain next to her incision mid-back. She reported swelling and heat at this sight. Physician reported seeing patient in clinic (B)(6) 2026. Based on his investigation he explanted the system on (B)(6) 2026 due to infection.